Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he was able to duplicate the auotfill failure in both service and clinical operation modes. The fse replaced the fill manifold assembly and performed functional tests. The fse verified that the iabp calibrated to factory specifications and performed the safety inspection. The iabp passed all functional and safety checks and was released to the customer for clinical use. The full name of the initial reported is (B)(6). An abbreviation was used as the full name exceeded the maximum character limit for that field.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) failed the autofill purge. This event occurred while the iabp was being used on a patient, however, no adverse event has been reported.